Manufacturer narrative:
Insulin pump was received with blank display due to corroded battery cap contact. However, with a test battery cap, device passed functional tests. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Insulin pump had corroded battery tube and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 127 mg/dl. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.